Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2010, 694765 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and thresholds, along with no capture. A fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.